Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patients ipg was no longer covering the pain effectively. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned due to surgery center protocol.